Event description:
It was reported that during the procedure, after prepping an 018 ht connect 250t guide wire per the instructions for use (IFU), the ht connect guide wire was advanced without resistance in the mildly tortuous superficial femoral artery with a moderately calcified lesion. After prepping a 2x4x150 fox sv balloon dilatation catheter (bdc) per the IFU, significant resistance was felt when advancing the fox bdc as a support catheter over the ht connect. When the physician opted to withdraw the ht connect with the fox sv held in position, resistance was felt between the two devices; both devices were removed from the anatomy as a single unit. Another fox sv and another connect 250t were used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.